Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the flexvision pc was not booting up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was not booting up. Upon further inspection, philips field service engineer (fse) inspected the system onsite and confirmed the frame grabber error. Fse replaced the flex vision pc. After the replacement of flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.